Event description:
The pt is a multiple-handicapped child, who according to accounts by the parents, has banged his head in the area of the implant, several times in the past year. It is therefore assumed that the implant became defective through this activity. Earlier appointments at the clinic were not kept, so the time of the incident is unknown; however, according to the pt's mother, it happened within the last year. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.